Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally (nightly, dose and duration not reported) and was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.